Event description:
A malfunction occurred on the pump while the patient was setting up a replacement, but this did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Technical support provided instructions for resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue happened again.